Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 1100, it was reported the pump was programmed to deliver dilaudid with a concentration of 0.1mg/ml instead of the intended concentration of 1.0mg/ml. No further programming parameters were provided. At 2315, it was noted that the medication vial was empty sooner than expected. The customer contact could not specify any adverse patient effects; however, the patient was treated with an unspecified amount of narcan. The customer contact reported "they were able to reverse it" and the patient was "oriented." There were no reported adverse patient sequelae. The pump was removed from clinical service. The customer contact stated that during a review of the pump programming at the user facility, "it was found the pump was programmed incorrectly. The concentration was programmed for 0.1mg/ml and it should have been 1mg/ml." Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. Device history downloaded at manufacturing facility. A review of the history shows the pump was powered in 2007 at 1154. At 1157, the pump was programmed to deliver a custom vial with a 0.1mg/ml concentration instead of the intended 1mg/ml concentration, in the pca+continuous mode, with a 0.1mg pca dose, a 15 minute pca lockout, a 0.2mg/hr continuous rate, and no set dose limit. At 1202, the infusion was initiated. Between 1344 and 1448, there were three 0.1mg patient initiated pca deliveries. At 2351, there was one empty syringe alarm. Between 2354 and 2357, the door was opened four times, locked three times, the infusion was started twice, there were two empty syringe alarms, one infuser paused alarm, two check injector alarms, one check vial alarm, two barcode not read alarms, and one check syringe alarm. At 2358, the above settings were retained. At 0000, a new date stamp of the next day occurred and there were two check setting alarms. At 0007, the pump was powered off. Review of the device history indicates that the pump delivered as programmed.